Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture incision enlarged and 4631 captures removal and replacement. Section h6- health effect - clinical code: 4581 used to capture incision enlarged. Attempts have been made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the preloaded johnson and johnson(jnj) intraocular lens (iol) was fully inserted into the patient¿s right eye. A scratch was noted through the center of the optic. The temporal incision was extended and the iol was removed and replaced during the same procedure. Therefore, the procedure was successfully completed with a backup lens. No further information was provided.